Event description:
It was reported that two blades broke at the mount during a total knee replacement procedure. It was also reported that there were no delays as a result of this event. No further information was provided. This report is for the second blade that broke.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that two blades broke at the mount during a total knee replacement procedure. It was also reported that there were no delays as a result of this event. No further information was provided. This report is for the second blade that broke.